Manufacturer narrative:
A patient experienced lead migration was reported to abbott. The patient's right lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00476. It was reported that during the patient's revision procedure on (B)(6) 2020, the patient's right l1 lead had migrated. The lead was explanted and replaced. Note: since it is not known which device was causing the issue, all possible devices are being reported on.